Manufacturer narrative:
The tb-0920oe was returned to omsc for investigation. As a result of the investigation on july 19, 2017, it was confirmed that the probe of the tb-0920oe was broken at 20.5 mm from the distal end. The broken probe tip was returned to omsc. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratches as the starting point. There was spark mark on the non-insulated part of the grasping section. The proximal side of the ptfe pad was worn away. The device history record for the lot indicated no abnormality. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode contacting with thick hard tissue by the distal end of the probe. Since the proximal side of the ptfe pad was worn, the probe contacted with the non-insulated part, and a spark occurred between the probe and the non-insulated part. The crack developed with the spark mark as the starting point when the user output in seal & cut mode or grasped the tissue. Therefore, the probe damage error occurred. Besides the probe was broken when the probe received a load. The instruction manual of the device has already warned as follows; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During a left splenopancreatectomy, the tb-0920oe and the tb-0535fc were used. The probe damage error occurred in the tb-0920oe. The physician replaced with another generator, but the same error occurred. The physician replaced the tb-0920oe with the tb-0535fc and continued the procedure. The tb-0535fc was broken after using a while. There was no patient injury reported. The tb-0920oe was returned to olympus medical system corp. (Omsc) for investigation. As a result of the investigation on july 19, 2017, it was confirmed that the probe of the tb-0920oe was broken at 20.5 mm from the distal end. The broken probe tip was returned to omsc. It was reported that the probe of the tb-0920oe fell off outside the patient. This report describes the tb-0920oe.